Event description:
Per the clinic, the patient experienced limited benefit from the device, leading to pain around the implant site, headaches with device use, and the decision to discontinue use of the device. There are plans to explant the device, but it is unknown if this has occurred as of the date of this report, may 17th, 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; the patient has no intention of being reimplanted. This report is filed (B)(4) 2012.